Event description:
Imaging confirmed that the pump was flipped. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Event description:
Additional information later received indicated that the pump contained lioresal. The patient's other current medications included oxybutynin and tramadol. The patient presented for a baclofen pump refill on (B)(6) 2011; and they were unable to access the port / "central compartment." The patient's pain level was indicated as being "at least 5/10, and at worst 7/10;" and there were no overt pain behaviors. An x-ray on (B)(4) 2011 revealed the pump flipped 180 degrees in the right upper quadrant, and the reservoir access port was facing the abdomen rather than the skin surface. The sutures were also described as being twisted, which indicated the pump had actually flipped. A pump revision was performed on (B)(6) 2011. The patient was administered a gram of ancef preoperatively. The patient was admitted to the hospital overnight for observation. The patient was sent home on clindamycin which was to be administered for 10 days. The patient had no dehiscence or discharge; and during a physical exam the patient was afebrile and presented a healed surgical wound with vertical mattress stitches in place. The patient was noted as having "done excellent;" and had completed the course of antibiotics prior to suture removal. There were no signs or symptoms of infection. The patient however experienced insomnia; and was written a prescription for ambien. The patient's outcome was indicated as being without injury.

Manufacturer narrative:
(B)(4).